Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It is reported that customer received a compromised force sensor system alarm. Customer states insulin continues to leak out during manual prime. Customer also states the drive support cap is protruded. Customer's blood glucose is 158 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.